Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 234 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 120 mg/dl. The customer is testing four times a day (fasting). The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 236 mg/dl and 241 mg/dl using truemetrix air meter. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is (B)(6) 2017. The customer stated he has not made any recent changes in his diet, exercise regimen and/or medication. The meter memory was reviewed for previous test result history: 1:234 mg/dl (B)(6) 2017 02:57 pm; fasting:yes. 2:226mg/dl 03/20/2017 12:49 pm fasting:yes 3:224mg/dl 03/19/2017 04:14 pm fasting:yes 4:211mg/dl 03/19/2017 12:09 pm fasting:yes 5:215mg/dl 03/18/2017 08:42 pm fasting:yes memory concerns: the customer is concerned with these result: 234 mg/dl on 3/20/2017 @ 2:57 pm, 226 mg/dl on 3/20/2017 @ 12:49 pm and 224 mg/dl on 3/19/2017 @ 4:14 pm. The customer feels that the results he is getting from the meter are reading too high.